Manufacturer narrative:
This is an initial - final submission. The customer¿s sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Observed the sensor plug was fully seated. Removed the sensor plug and inspected the plug assembly; no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a lower reading from his adc freestyle libre sensor than a reading received on a competitor¿s meter and a subsequent laboratory reading. He further reported that on (B)(6) 2019 he received a sensor reading of 67 mg/dl compared to a competitor¿s meter of 165 mg/dl. At the time, customer was experiencing ¿dizziness¿ and was ¿lightheaded and had a dry mouth¿. Customer self-treated with 3 relion tablets and food, but then self-presented to an emergency room. At the ER, a laboratory result of 155 mg/dl was received and he was treated with an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.